Event description:
The following information was translated and reported to sjm in presentation material from "the 12th annual meeting of (B)(6) society of risk management for clinical medicine" 2014 no.12. Page 71": from january 2006 to december 2013, there were 262 patients who underwent percutaneous transluminal cerebrovascular angioplasty. Most of these procedures were completed using an angio-seal vascular closure device. Results revealed two patients required extended hospitalization for observation due to a subcutaneous hematoma which developed following the deployment of an angio-seal sts plus device. The second event is reported under report number: 3003681312-2015-00020

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.